Event description:
International affiliate reports that the reservoir inflated without full drainage after it was activated. The event occurred one day following placement into service. The device was previously activated and emptied twice in the night. The reservoir was replaced. The new reservior functioned properly.